Manufacturer narrative:
(B)(4) date sent: 3/16/2016. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested: what were the indications for surgery? What structure was device used on? What type of vascular injury occurred? Was the partial nephrectomy converted to total nephrectomy? What color cartridge was used? Was this the first firing of device? What additional interventions were required? If yes, how much blood was lost (ml)? If yes, did the patient require a transfusion? Were any unexpected noises heard? If so, when? Were any clips, bulldog clamps, etc. Used in the area of the firing? Were any of the forces higher or lower than expected (closing, firing, or opening)? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
.